Event description:
A non-healthcare professional reported that, following the intraocular lens implant procedure, the patient experienced blurry vision and dysphotopsia. The lens was exchanged in a secondary procedure. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. There has been one other complaint has been reported. The manufacturer internal reference number is: (B)(4).